Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported issue. To fix the issue, the stm replaced the scroll compressor and performed full calibration, functional testing and safety checks to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) boots up with power up fault code #14. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.